Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) drape came packaged with a band around the drape itself, what appears to be green tape, that green flicked off, and it was on the surgical tech gloves. The little pieces were stocked into the gloves. The doctor removed the gloves and verified if there were any more flakes around. Concerning that the green could get inside the camera and into the patient, that has not happened, but it was a concern. The procedure was completed with no reported injury.